Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned provisional found that it exhibits signs of repeated use and has the central post fractured off from the main body of the device. The fragment was returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The following sections could not be completed with the limited information provided. Device received but not yet evaluated.

Event description:
It is reported that the device fractured at an unknown time and an unknown place.